Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis noted the device weighed 144.22 grams. Red particles were observed on the device shell. Under microscopic analysis, a sharp-edged opening was observed on the posterior side of the shell. Creases and wear abrasion were also identified on the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp-edged opening on posterior due to an unidentified (tear) opening.

Event description:
Implanting/explanting physician reported an intracapsular fluid leakage of the left device. The device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Implanting/explanting physician reported an intracapsular fluid leakage of the left device. The device has been removed.